Event description:
A pt experienced a 2nd degree burn, approx 1.75 cm in diameter, in the pt's genital area after undergoing an outpatient gyn procedure with a co2 laser and its accessories. The pt was treated and discharged.